Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-apr-2016 which refers to a (B)(6) female patient who had essure ess505 (fallopian tube occlusion insert) inserted on (B)(6) 2016 for permanent sterilization (lot number d14834, expiration date in oct-2017). Physician utilized two coils trying to place, terrible tubal spasms, bent and pulled apart coils. The doctor mentioned during placement, usability issues and unable to cannulate tubes. Two new coils were used and bilateral placement was achieved. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had an attempt to place essure ess505 (fallopian tube occlusion insert) for permanent sterilization. During placement, pulled apart coils occurred (interpreted as device breakage). Device breakage during insertion is unlisted in the reference safety information for essure. In the present case, during insertion, the patient had tubal spasms and bent and pulled apart coils. Since the device breakage occurred during essure insertion procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. Further information has been requested. A product technical analysis is being sought.

Manufacturer narrative:
Device breakage questionnaire and medical records received on 30-aug-2016 from physician (downgraded to other event): patient´s medical history included anteverted uterus. On (B)(6) 2016, essure was inserted. Lot numbers provided: cs000hw and cs000ws. Urine pregnancy test was performed and resulted negative. Patient received 60mg of toradol and vicodin prior to procedure. Paracervical block with lidocaine was also used. The hysteroscope was introduced into the uterine cavity; warmed normal saline was used as a distending media, with pressure bag to assist with flow. Uterine cavity appeared normal. Bilateral tubal ostia were visualized. Initial attempts of insertion of coils into the ostia allowed entry of coil, but not advancement on either side despite attempts at gently pressure, rotation of coils. Thus removed all vaginal instruments and allowed rest. Once patient was more comfortable, hysteroscopy reintroduced . Bilateral tubal ostia again visualized. With the insert in the tubal ostia the essure thumbwheel was rolled back to a hard stop; the gold band was noted outside the tubal ostia with the green catheter in view. The release button was depressed and the thumbwheel was rolled back to a hard stop. The outer delivery catheter was removed and the coils were inspected. The process was repeated on the opposite side. There were 3 coils protruding into the uterine cavity from the right tube and 5 coils from the left tube. Postoperative: patient tolerated procedure well overall despite initial discomfort. Postoperative bp was 96/60, postoperative pulse was 70. Pain was well controlled. Patient was ambulatory, dismissed to home after 15 minutes of recovery. Patient was scheduled for a hysterosalpingogram on (B)(6) 2016 to confirm tubal obstruction in 3 months. She was informed of need to continue contraception until after the confirmatory hsg by condoms, essure lot number cs000hw, cs000w. Had to utilize 2 sets of coils, as initial coils became bent with attempts for advancement. It was also informed that the issue was diagnosed during placement via hysteroscopy. Coils implant bent while attempting cannulization of spasmed tube. Particular coil was removed intact (via removal method: hysteroscopic) and another one to be placed. Patient was not injured and the outcome was that she recovered. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had an attempt to place essure ess305 (fallopian tube occlusion insert) for permanent sterilization but coils implant pulled apart coils and bent while attempting cannulization of spasmed tube. Coils were removed intact by hysteroscopy (no longer interpreted as breakage). Another set of coils was implanted in the patient after she felt more comfortable. This event, now interpreted as device use error, is listed in the reference safety information for essure. In the present case, during insertion, the patient had tubal spasms and bent and pulled apart coils. Since the issue occurred during essure insertion procedure, causality with the essure inserts cannot be excluded. As there was no breakage and no serious injury occurred, the case was no longer considered other reportable incident. An updated product technical complaint analysis is being sought.

Manufacturer narrative:
Follow-up received on 27-jun-2016 (B)(4). A tubal spasm is a transient anatomical event where the fallopian tube is constricted by muscular contraction and does not allow cannulation by a medical device. A tubal spasm can be triggered by the physician during the procedure if the physician does not advance the catheter with gentle, constant forward movement during cannulation. According to the product IFU, there is a precaution: unusual uterine anatomy may make it difficult to place the essure micro-inserts in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. Tubal spasms are an anticipated event and there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Based on the provided information the defect type corresponds to following medra llt: device breakage. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had an attempt to place essure ess505 (fallopian tube occlusion insert) for permanent sterilization. During placement, pulled apart coils occurred (interpreted as device breakage). Device breakage during insertion is unlisted in the reference safety information for essure. However according to product investigation is anticipated. In the present case, during insertion, the patient had tubal spasms and bent and pulled apart coils. Since the device breakage occurred during essure insertion procedure, causality with the essure inserts cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.